Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/layperson informed a customer care advocate, ccs, that his ultra meter results were erratic based upon a fasting 7:30 am result of "271" mg/dl. While preparing coffee and eating he became shaky at 8:00 am. A blood glucose was "63." After eating cereal, he elected not to take his humalog or 35 units of lantus. Rather, he took 7 units of humalog at noon after a result of 174. He then ate lunch. He also alleged that he had been hospitalized due to taking too much insulin based upon a result of 294 mg/dl. The product was within control solution specification that he ran for the cca. The meter was set to the correct code and to the correct unit of measure, mg/dl. He shared the following with the cca. In 2007, after taking his humalog on a sliding scale based upon the 294 result (time not provided), he began falling. Because he also has multiple sclerosis, he often has difficulty determining whether symptoms are due to the ms or to his blood glucose. He was taken to the emergency room around 10 or 11 pm where he was diagnosed with hypoglycemia. He does not recall the result in the ER. He was treated with IV's or "sugar water" and saline and then admitted. At 8:30 am three days later, he was discharged. His physician advised him to contact lifescan, informing him the meter was inaccurate. Because the patient was treated for low blood glucose reportedly due to taking too much insulin, the complaint is classified as an adverse event. All product was replaced.